Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, elevated sensing integrity counter (sic) counts. As well, there was oversensing of waveforms which led to inappropriate therapy. The lead is still in use. No further patient complications have been reported as a result of this event.